Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: unknown pump, product type: pump. Product ID: 8709, serial # (B)(4), product type: catheter.

Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for spinal pain. The patient¿s concomitant medications included prialt and saline through their concomitant intrathecal pump system. It was reported that the patient had seen the ¿too hot¿ screen on the implantable neurostimulator recharger (insr) and also it heated up again without showing the ¿too hot¿ screen. This had caused them to have a big red mark on their skin. On the second occasion, the patient had not been wearing the belt because of another surgery and had been on their left side because the stimulator was on the right side. The bed was holding the antenna against the patient. The patient was able to charge until the charge complete screen cam e up. After 2.5 hours the patient noticed that when they took it off it felt warm and there was a big red mark. The patient had a layer of fabric under the antenna during recharging. The patient stated that it did not feel hot during recharging as it was not sensitive yet due to the other surgery. The patient stated that this issue started to occur in (B)(6) 2016 because the first time they had recharged and saw the too hot screen was 10 days to 2 weeks after the ins replacement.

Manufacturer narrative:
Analysis of the recharger, model 37751, serial no. (B)(4), found no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.